Event description:
During the atrial fibrillation procedure, approximately 30 minutes after insertion of the catheter into the body, fluoroscopic imaging revealed what appeared to be a fracture at the catheter tip within the right atrium. Ice images were displayed without issue; however, upon removal of the catheter from the patient, the tip was found to be broken. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.